Manufacturer narrative:
The technician found the head of the bed will stay up without the pt weight. He replaced the head drive assembly to repair the bed.

Event description:
Info received indicates the head drive drifts down slowly with pt weight on the bed. The pt was transferred to different bed.